Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported epithelial ingrowth in the flap interface in a patient¿s right eye post refractive surgery. The patient is asymptomatic.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was received. The reported event in this case is a spontaneous post-market event, against wavelight fs200 femtosecond laser, and this laser is not the study device. The prior manufacturer report (initial/MDR) for this case incorrectly mentioned ¿study¿ in g.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The reported event in this case is a spontaneous post-market event, against wavelight fs200 femtosecond laser, and this laser is not the study device.